Event description:
It was reported that when using the bd pyxis¿ medstation¿ es picua 2.2 and 3.1 cubie drawers failed to stay closed and device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Other occupation: pharmacy informatics specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 not detected on the bus. A field service engineer (fse) removed the rear panel and confirmed all controller board lights were on, then shut down the station, reseated all drawer cables, and restarted the station. The drawer functioned correctly in the hardware test, the acceptance test passed, and after restarting the application, the customer was able to access the drawer and inventory the medication. The system functioned as intended after the field service engineer repaired the device.